Event description:
Caregiver transferred the patient into her shower chair, completely removed sling from patient, leaving no manufacturer accessories attached to patient. Caregiver then moved the motor laterally on the track away from the shower chair, hooking part of lift onto shower chair and tipping over, causing patient to fall to floor and fracture leg.